Manufacturer narrative:
Insulin pump received with detached end cap, cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner and missing end cap sticker. Unable to perform displacement test due to detached end cap. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had crack on the screen. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.